Event description:
Surgeons were using ace36 harmonic #j9179x intraperitoneal when the malfunction alarm went off. The prompts on the machine were followed; got the message to clean out jaws, they were cleaned and still alarming. We replaced handpiece and the equipment functioned properly the remainder of the procedure. The patient was taken to recovery room in good condition.